Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the primary battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the primary battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, the product analysis technician reported that the issue was verified and isolated to the battery. If information is provided in the future, a supplemental report will be issued.